Event description:
Customer reports the softclix plus lancet will not retract. Customer accidentally poked herself; no medical treatment required. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent.